Manufacturer narrative:
The device has not yet returned to moog. We are currently unable to confirm the initial report and determine a root cause, if applicable.

Event description:
The initial reporter stated: "tubing burst before filter." The initial reporter has also declined mmdg's request to provide more information. [Complaint-(B)(4)]